Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 3 mmol/l. It was unknown if customer was using insulin pump within 48 hours. Customer did not report any symptoms. The pump will not be returned for analysis.